Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: it was difficult to take the trocar out of the packing material. When the trocar was removed, it broke into two pieces.